Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that she was sick, nauseated and vomiting. The blood glucose kept going up. The highest blood glucose reading was 516 mg/dl at home. Customer treated with manual bolus with insulin pump. Customer called the paramedics. The blood glucose at the time of the event was 498 mg/dl. Customer was taken to the hospital. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip, saline and anti-nausea medication in ICU. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No unexpected low battery alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.